Event description:
It was reported there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 15 ml and erv: 10 ml. The healthcare provider (hcp) reported that there were volume discrepancies with the refills, the hcp would pull out several cc¿s more than what was expected. The cause of the volume discrepancies was not reported. The actions required as a result of the event include replacing the pump on (B)(6) 2015. The patient¿s status at the time of report was alive ¿ no injury. The patient did not experience any symptoms as a result of the event. The pump was used to infuse hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID 8731 lot# serial# (B)(4) implanted: (B)(6) 2004, product type: catheter. Product ID: 8731, lot# serial# (B)(4) implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. Interrogation of the pump determined it was used to infuse hydromorphone, clonidine and fentanyl. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.